Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis with culture positive for acetobacter in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was hospitalized for peritonitis. On (B)(6) 2010, the patient was treated with fortum 250mg ip once in a day, amikacin 50mg ip once in a day and vancomycin 1gm IV once in a week. On (B)(6) 2010, the patient was discharged from the hospital. At the time of reporting, the patient continued taking fortum, amikacin and vancomycin. The root cause of the peritonitis was unknown, and it was unknown if the event of peritonitis resolved. Pd therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.